Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the device eroded through the pocket. Additional information received indicates that the patient had lung cancer and weight loss as well. There were no additional adverse patient effects reported. The pacemaker was explanted.